Manufacturer narrative:
The ge service rep conducted an onsite investigation. The blades on the plug were tightened. The hard drive was formatted and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the system went black and then would lose pt info. No pt injury was reported.